Event description:
The customer reported the system displayed a collimator iris potentiometer error.

Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. No conclusion can be drawn as repair info is not available.